Event description:
It was reported the lead had externalized conductors confirmed via fluoroscopy discovered during a device upgrade. A dft test was successful. The lead remains implanted and in service. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
(B)(4)